Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 7.1, lab: 5.1. Date: (3 days later), inratio: 5.0, lab: 3.2. Date: 2008, inratio: 7.5, lab: 6.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at his time. For the first and third sets of data, both inratio and lab values > 5.0. The comparison was not considered inaccurate. No further testing required.